Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. The aortic neck was slightly angulated and reverse funnel shaped, measuring 21 mm at the level of the renals, it was 23 mm in diameter 10 mm below that and 25 mm in diameter, 10 mm further below. There was a patent ima and lumbars. It was reported that due to the reverse funnel shaped aortic neck, the physician initially debated about whether to implant a 26 mm or 28 mm bifurcated stent graft. The decision was to implant a 26 mm talent bifurcated device. After the stent graft was implanted, it slipped down slightly and there was a proximal type 1 endoleak present (see MFR # 2953200-2010-01822), which required a 28 mm diameter aneurx cuff to be implanted proximally. This improved the endoleak; however, it seemed that there was still a slight unknown type of endoleak, likely from the ima, lumbars or still a residual type 1 endoleak. No further intervention was performed and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak. Results/conclusions: angulated and funnel shaped aortic neck, patent ima and lumbars.